Event description:
It was reported the patient had experienced non-sustained ventricular tachycardia and the device had generated an alarm signal (patient alert). The sensing integrity counter of the ICD has registered 26 short vv intervals. No shocks delivered. The lead was replaced with a new rv lead. There have been no patient complications reported as a result of this event. The patient's status was reported to be ok.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) proximal conductor fractured; shaft seal out of position; blood/body fluid was observed in the distal conductor and blood in/on the helix mechanism; the full lead was returned and analyzed.